Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus, there was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there was no abnormalities in the accessories used for reprocessing, the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of angulation malfunction was confirmed, and due to wear of the angle wire, bending angle in the up direction did not meet the standard value, additionally, the nozzle had foreign material from insufficient cleaning. The following findings were also identified, and are as follows: due to wear of the angle wire, the play of the up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a crack, adhesive on the bending section cover had a white clouded area, adhesive around the objective lens had a white clouded area, the plastic distal end cover had a burn, the switch button 1 had a scratch, the image guide protector had a scratch, the indication on the suction connector was peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced angulation malfunction. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle tip. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.